Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The distributor evaluation indicated an issue with the trunk cable. The trunk cable issue cannot be ruled out as a contributing factor to the reported alarms. The root cause of the defective trunk cable cannot be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that the patient's device was producing constant alarms.